Manufacturer narrative:
Investigation summary: no product returned. Difficult to advance: the cause of the delivery issue was determined to be patient condition related to the patient's poor vessel size. Device history lot: device lot: 1986747. Device history batch: subcomponent lot: n/a. Device history review: qn (B)(4) was opened for s/n (B)(6) of l/n 1986747 for failing ppm. Mrb confirmed s/n (B)(6) to have passing ppm results. This is unrelated to the failure mode. The complaint pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient needing an impella device for mechanical circulatory support. During implantation, the device was unable to be placed due to poor vessel size. No further information was provided. There was no reported harm or injury to the patient.

Manufacturer narrative:
Ip codes added: failure to advance. Ip codes removed: difficult to advance. Clinical assessment: according to new information, pump was not opened or attempted. Device revision or replacement removed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was determined to be patient condition related to the patient's poor vessel size.